Manufacturer narrative:
The device was returned to olympus and evaluated. The returned product was observed in its original sealed tyvek packaging. It was confirmed that the tip of the device was broken while still in the packaging. The root cause could not be determined. The OEM performed a device history record review with no abnormalities noted.

Event description:
Olympus was informed that a customer inspected their stock of the uropass, model 61154bx, device and observed the tip of the device was broken while still in the package. The device was not used in a procedure.